Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow-up. During interrogation, the pulse generation exhibited backup vvi operation. After software download, normal device function resumed. There were no adverse consequences to the patient.